Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device slipped causing a 4 centimeter laceration to the left side of the patient's head that required closure with staples. The event occurred after the patient was placed in the prone position and the surgeon wanted to reposition the head with more neck flexion. The patient was about (B)(6) and of slender build.